Manufacturer narrative:
The reported events of failure to capture and high pacing lead impedance were not confirmed. As received, a complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination of the lead did not find any anomalies.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted the right atrial (ra) lead exhibited failure to capture and high pacing impedance. The ra lead was not used and replaced. The patient was in stable condition throughout the procedure.